Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the cmax 110 surgical table. The technician found that the bed feet were mismatched subsequently causing the table to not be leveled. He also found that the castors were not a steris service part. The side covers were damaged, screws on the column cover were missing and the locking screws for the head section were bent. Further inspection found the radiographic top to be chipped and damaged, the led cover was damaged, the head section rail was loose, the foot pedal door required adjustment, and a wrench code was displayed indicating the table batteries were depleted. The cmax 110 surgical table is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. The technician provided the user facility with a quote for repairs. Steris offered in-service training on the proper use and operation for the cmax 110 surgical table however the user facility declined. A follow-up report will be submitted when additional information become available. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported via medwatch #(B)(4) that, "anesthesia was started and patient was intubated with no complications. When we went to turn the bed 180 degrees, we got to 90 degrees and the bed was stuck on the floor, when we went to pull the bed the remaining 90 degrees, the head of the bed detached, and the patient hyperextended his neck back. He has a previous c6 fusion. Immediately we stabilized the patients head and neck and reattached the head of the bed. Upon further investigation the bolt on the right side of the bed was bent and hard to secure. Neurosurgery, the nurse manager, anesthesia in charge was immediately called for and came into the room. The surgeon was present for the entire process. A cervical collar was placed, and the patient was woken up for a neuro exam. He was able to move all extremities and follow commands, but a CT was requested to rule out a deficit or fracture. The patient was transferred via a slide board to his stretcher and the pacu was called to recover the patient." User facility personnel elected to cancel the procedure.

Manufacturer narrative:
The user facility accepted the quote for repairs. The steris service technician performed the repairs and service activity, tested the function and operation of the cmax 110 surgical table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.